Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then, it will be submitted in a supplemental report.

Event description:
It was reported that: "patient had a peri-prosthetic fracture. Removed stem, plug, head and liner. Replaced with long stem plus new head and liner."